Event description:
It was reported that the patient had the ambicor penile prosthesis removed as the distal tip on the left side was pending erosion and beginning to protrude. Initially the patient presented to the physician with the main complaint of urinating sideways. During the replacement surgery, the physician discovered the crux on left side was perforated when a stitch was placed to secure the prior ambicor. A new ambicor was implanted and purposely undersized to mitigate further erosion of left distal tip. A positive outcome was expected and the patient was expected to fully recover.